Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2js9p implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2js9p, ubd: 08-dec-2023, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that caller requested MRI scanning guidelines for pt who suffered a fall a few weeks ago likely due to a flare of up the pt's multiple sclerosis (ms) diagnosis. As a result of the fall, pt's ins was damaged. Caller stated since the fall, the pt has been unable to urinate and the lead wire can be felt "lumped" in the buttock/back area. Caller stated they were unsure if lead came disconnected from the battery. Caller stated that rep, kyle was aware of the pt's situation, but did not know notification date. Caller stated the pt was scheduled to have ins system surgically removed on monday. Agent reviewed MRI scanning guidelines for this scenario and suggested caller call back with any further questions. Additional information was received, rep reported they were notified on 2024-apr-24. The device was still connected and functioning. Pt reported weight loss, numerous falls, abnormal stim down leg. They planned to replace the lead but the surgery was canceled 2 weeks ago.